Event description:
Gelatine sponge escaped into the hepatic portal vein via the short gastric vein [device deployment issue] , portal vein occlusion [portal vein occlusion] , . Case narrative:this is a literature report from the japanese journal of portal hypertension, 2017, 23 (3); 104 entitled "two patients who had problems during parto (plug-assisted retrograde transvenous obliteration) and their subsequent course." This report pertains to case 1. A male patient in his 40s of an unspecified ethnicity received gelatine sponge containing a hardening agent to increase the efficacy of embolization during parto on an unspecified date at unspecified dosage. The patient's medical history and concomitant medications were not reported. The authors reported parto was a type of retrograde transvenous obliteration, where gelatine sponge is injected while the target blood flow is blocked with a vascular plug. The patient underwent parto with gelatine sponge containing a hardening agent to increase the efficacy of embolization. During parto, gelatine sponge was injected until the collateral pathway became apparent. On an unspecified date however, the gelatine sponge escaped into the hepatic portal vein via the short gastric vein, which was part of the collateral pathway. The internal pressure inside the gastrorenal shunt was rising due to filling by the gelatine sponge, and even after the gelatine sponge injection was discontinued, it continued to escape intermittently. In the ctap performed immediately afterward, portal vein occlusion was noted, dispersed mainly in the posterior segmental branch of the right lobe and lateral segmental branch of the left lobe. The procedure was terminated, and anticoagulation treatment was started. In the contrast CT performed on the next day, as no aggravation of portal vein occlusion and no new portal vein thrombosis was noted, the anticoagulation treatment was discontinued. In the contrast CT performed 3 months later, the portal vein occlusion had disappeared, and the gastric varices had also completely occluded and regressed. Follow-up (15dec2017): this is a follow-up report received from the physician (author). This case has been considered invalid as pfizer is not the marketing authorization holder of the suspect product in the country of incidence. Upon follow-up, it was found out that suspect product was gelatin (spongel) a non-pfizer product. Amendment: this follow-up report is being submitted to amend previously reported information, this invalid case needs to be routed to distribution to downgrade the submissions since initially case went to distribution (earlier submission).